Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting incorrect cooling fan speed error message. It was confirmed that there was no patient involvement, the device malfunction was identified before clinical therapy began, and the device was swap for another ventilator. No patient or user harm noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. No repairs were completed by the field service engineer as the customer declined service and repair; however, per good faith effort (gfe) response, it was confirmed that a multi-vendor/clinical engineering department" handled the service call/incident and after the fan was replaced by a third-party maintenance company, the equipment returned to normal. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.